Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range with multiple cartridges, causing the customer to experience a "high" blood glucose (bg) level. Customer administered a correction injection to address the elevated bg. Reportedly, the customer reverted to an alternate method of insulin therapy.